Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument could not confirm the threads being separated from the shaft. Examination did confirm damage to the lead thread damage. The end cap exhibits significant impact marks indicating heavy impacts were delivered to the impactor. A search of the complaint database did not reveal any trends of tip breakage. It is evident the impactor has been heavily used over an extended period of time. The root cause is attributed to wear out. Based on the investigation the need for corrective action is not indicated. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The distal tip (screw end) of the pinnacle cup impactor separated from the handle part of instrument while cup being impacted into acetabulum. It didn't broke but screwed off the instrument. After this event they managed to screw detached part back to the handle .